Event description:
It was reported that a patient passed away due to an unreported cause coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.